Manufacturer narrative:
High bg - the investigation has been completed. Effect to customer cannot be confirmed through a log review or duplication testing. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 30% to 100% without being connected to a power source. Customer reported blood glucose (bg) level of 277 (mg/dl). A bolus was delivered to correct bg level. In addition, the customer experienced elevated bg levels beginning on (B)(6) 2016 of 300 (mg/dl). Correction boluses were delivered to address bg levels. The customer stated the cause of the elevated bg level was unknown. Reportedly the customer will continue to use the pump until the replacement pump is received.